Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No partial display, missing segments, pixilated or blurry display noted. The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No display anomaly noted during testing. No cosmetic damage noted during physical inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen on insulin pump was not clear or legible and had to use a magnifying glass. Customer reported that display screen was pixelated and believed that issue was due to the insulin pump model. Customer requested for insulin pump to be upgraded. Customer also reported to have been hospitalized due to low blood glucose of 42 mg/dl due to incorrect meter reading and as a result, treated incorrectly. Call was transferred.